Manufacturer narrative:
Update to d9. Correction to h6; type of investigation, investigation findings, investigation conclusion. Correction to b1 and h1, the previous submission stated adverse event and serious injury in error. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for examination and a visual inspection found that the c-marker was present, the liner was bunched towards the hub, the distal tip was open but split, and the sheath shaft was kinked 2cm from the distal tip. Due to the nature of the complaint (distal tip split), no applicable functional or dimensional testing was able to be performed. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of a split in the distal tip was confirmed based on evaluation of returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, at the end of the deployment, the balloon burst due to the calcium in the native valve, anyway the valve was totally deployed. It faced some difficulties for removal, and a vascular surgeon was needed for the withdrawal. Per evaluation of the returned device, the sheath distal tip was found to be split. Additionally, the liner was bunched towards the hub and partially delaminated at distal end, approximately at the sheath shaft kinked location. In this case, the balloon of the associated delivery system had burst during valve deployment. Withdrawal of a delivery system with an altered balloon profile can lead to the system catching onto the distal tip and/or liner. Applying additional device manipulation to overcome the encountered withdrawal difficulties may cause or contribute to the observed distal tip split. Available information suggests that procedural factors (withdrawal of altered balloon profile, device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in the netherlands, a transcatheter aortic valve replacement (tavr) procedure was performed using a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach. At the end of valve deployment, the balloon ruptured due to extensive calcification in the native valve. Despite the balloon burst, the valve was successfully deployed. However, difficulties were encountered during device retrieval, ultimately requiring the assistance of a vascular surgeon. The patient sustained a femoral artery dissection, which was promptly repaired. Following the procedure, the patient was reported to be in good condition. Preliminary examination of the returned esheath found that the distal tip was split.